Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer (fse) was unable to query / retrieve from pacs from rosanna planning software, no issue on maintenance profile. The fse worked with hospital pacs support to configure pacs, it has been tested and it was impossible to use pacs configuration. The fse is able to open iq-view from maintenance profile and query / retrieve without issue, but when accessing through rosanna planning software, unable to access. Major stop in surgical workflow for planning. No patient involvement, it was identified during maintenance.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the impossibility of the software to clear correctly the temporary pacs folder and to retrieve data through the rosanna planning software is due to a known software anomaly.

Event description:
The field service engineer (fse) was unable to query / retrieve from pacs from rosanna planning software, no issue on maintenance profile. The fse worked with hospital pacs support to configure pacs, it has been tested and it was impossible to use pacs configuration. The fse is able to open iqview from maintenance profile and query / retrieve without issue, but when accessing through rosanna planning software, unable to access. Major stop in surgical workflow for planning. No patient involvement, it was dentified during maintenance.